Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0875 inches. Pump did not pass the active and sleep current measurement test due to high currents. No drive/motor or rewind anomaly noted during testing. Unit was successfully downloaded using thump. Pump error 43 on (B)(6) 2025 21:34:05.000 and pump error 130 on (B)(6) 2025 21:10:19.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the battery compartment, pcba 1, pcba 2, motor home switch and force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Drive/motor anomaly was not confirmed. Rewind anomaly was not confirmed. Pump error 43 and pump error 130 were confirmed in the history files and due to moisture damage to the motor assembly. E/a alarm unspecified was confirmed due to a pump error 43 and pump error 130. Pump received with a high active and sleep current measurement due to moisture damage on battery tube, pcba 1 and pcba 2. No current code/category was confirmed due to high sleep and active current measurements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a pump error and had a rewind anomaly. Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer was advised to revert to the backup plan per health care professional instructions. Mmt-1885 was requested and the customer response was the device will be returned.